Event description:
It was reported that when the stimulation was turned on and the patient laid down or applied pressure to the area in the back where anchors are present, the stimulation would cut out. Otherwise, pt's therapy was reported working well. Pt indicated some discomfort at the lead incision site following the implant two months ago. It was stated movement caused stimulation changes. Therapy and electrode impedances where measurements and all were within normal range. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).